Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an error message. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.